Manufacturer narrative:
A ge representative evaluated the system and reset the bios memory. The system operates as intended.

Event description:
The customer reported the images displayed are unclear and the image processor computer is not booting up. No patient injury was reported.